Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 120 mg/dl. Customer reported she was wearing the device in her bra and when attempted to bolus the buttons did not work, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump received with an intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump has a cracked case on the lcd display window corners, cracks on the battery tube threads, cracks on the reservoir tube lip and scratches on the reservoir tube window.